Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.